Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, missing drive support sticker, missing end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported problems with the insulin pump. The drive support cap is protruded. The blood glucose reading is 78 mg/dl. The insulin pump will need to be replaced. Advised the caller to discontinue the use of the device and revert to back up plan. Nothing further reported.